Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001225112-2022-00003. Full UDI - (B)(4). Concomitant medical products: item# 201.130; lot# 102222, item# 331.100; lot# kc05531, item# 307.032; lot# 40004, item# 307.032; lot# 39230. Foreign - event occurred in (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient experienced severe pain immediately following a subchondroplasty procedure utilizing an accufill injection. The pain required prolonged hospitalization and was treated with oxicodon, a patient-controlled analgesia (pca) pump and transcutaneous electrical nerve stimulation (tens). To date, the patient's pain has decreased, but continues. Attempts have been made and no further information has been provided.